Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter was prompting an error 4 message. The patient stated that she had been unable to test on her meter. It would have been helpful to know how long she was unable to test. She did report that she has been having issues with the error 4 message for several weeks. She began developing symptoms of itchy skin and she was having a hard time keeping her eyes open. While unable to test, she decreased both her lantus and novolog insulin. Instead of 50 units of lantus, she took 45 units and instead of 45 units of novolog, twice daily, she took 30 units, twice daily. She does not visit her physician because she does not have medical insurance. She stated that she visited her neighbor to test her blood glucose on the morning of the same event and the result was 480 mg/dl. She took 30 units of insulin after obtaining that result. The patient did not have any test strips left to troubleshoot. This complaint is being reported because the issue remained unresolved at this time and during the time the patient was unable to test the patient decreased her insulin doses. She later developed symptoms and was found to have a blood glucose of 480 mg/dl. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.